Event description:
Information received by medtronic indicated that the insulin pump rewinded slowly and was beeping. Customer reported that they could barely hear the tone and also stated that the insulin pump was on audio mode. Customer confirmed that they could hear the beep when audio settings were saved and also confirmed that they could hear the difference between the two audio/volumes. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Ring = black. Customer returned insulin pump for alleged rewind anomaly and audio/vibrate anomaly/absence of alarm found on (B)(6), 2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test occlusion test, and self-test. Successfully downloaded history files and traces using thus. No alarms found in insulin pump memory. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or force sensor. Abnormal sounds coming from the motor were noted during rewinding. Motor was tested outside of the device using the ngp system board test and no alarms noted during testing. Motor was opened and found dried insulin damage on motor slide. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, damaged display window cover, cracked case, and battery tube threads - cracked. Rewind anomaly not confirmed during testing, however dried insulin confirmed on the motor slide. Audio/vibrate anomaly/absence of alarm not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.